Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407658 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that within a few weeks post-implant, there was high atrial impedance. The lead remains in use. No patient complications have been reported as a result of this event.